Event description:
Customer reported that in the nicu, the tubing was found leaking. No patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.